Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. The suction canisters were being used in tandem set ups. After unspecified lengths of time in use, it was reported that after the warm body fluids came in contact with the seals of the lids, the lids either loosened or came off the canisters and loss of suction was noted. The lids were tightened and the suctioning was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for investigation. If the devices are received, a f/u report will be submitted. The info on reprocessing of the device was requested; however, no response has been received.